Event description:
Had essure placed (B)(6) 2007 and have recently had a baby. Suffers with constant headache back pain metal taste in moth, nausea, heavy periods, irregular periods stabbing pain on left side of lower stomach area, skin rashes, dizziness, fatigue and depression.